Event description:
It was reported that during a coronary artery bare metal stent treatment procedure, stent dislodgement occurred. The physician attempted to deliver a 4.00x16mm liberte' bare metal stent to the non-tortuous, calcified left cx (circumflex). Upon delivery to the target lesion, the stent became dislodged from the balloon. The stent was still located over the guidewire, so the physician used a maverick 2.5x15mm balloon catheter to capture the stent and deploy the stent in the target lesion. The 4.00x16mm liberte' stent delivery system balloon was then used to post-dilate the stent successfully. There were no reported pt complications. The pt status is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.